Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a pulse generator change, due to diagnostics anomaly. The device was explanted and replaced. No additional information was available.

Event description:
New information states that the patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found that the false estimate due to inaccurate battery impedance measurement might have been caused by code corruption that led to un-calibrated measured data.